Event description:
Bilateral breast augmentation with silicone implants in 1985. Recently developed hardening, deformity of rt breast resulting in pain and discomfort. In 2000 underwent bilateral implant removal, bilateral capsulectomy and bilateral subpectoral conversion. Silicone implants were removed intact with no evidence of silicone leak.